Event description:
Allegedly when waking up one morning, the patient felt a pain in the left hip. The femoral stem was broken as confirmed by x-ray from the (B)(6) 2013. A tha was performed, a difficult surgery which lasted 5:30 mins.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).